Manufacturer narrative:
DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 2979243. The search criteria of this query are mentioned in procedure qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Clairification to h11: DHR trend review not included in previous medwatch.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "keyhole rupture on the medial breast found on an MRI¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "keyhole rupture on the medial breast found on an MRI¿. This record is for the right side. Device remains implanted.